Manufacturer narrative:
There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure.

Event description:
The baylis medical nrg transseptal needle (rf needle) was used for transseptal puncture in a patient undergoing an atrial fibrillation procedure for the second time. The patient was anesthetized and access was obtained via the right and left groin. An intracardiac echocardiography (ice) catheter was inserted into the left groin. The rf needle was inserted through a sheath to the superior vena cava and dropped onto the fossa. Tenting was observed on ice and rf energy was applied to cross the septum. Pressure monitoring and oxygen saturation levels were obtained to confirm access to the left atrium. The rf needle and dilator were retracted back to the right atrium. A second successful puncture was obtained to the left atrium with the rf needle. The patient experienced a brief drop in blood pressure and re-stabilized. Once in the left atrium, mapping was performed and an ablation was performed. A pericardial effusion was observed on ice and continued to increase during the ablation. The procedure was cancelled and heparin was reversed.